Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a crease on the anterior aspect. No other anomalies were discovered. Since this product investigation is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. A manufacturing record evaluation (mre) of lot number 6736262 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/21/19, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round spectrum 425cc breast implant, catalog number 3501470, serial number (B)(4), lot number 6736262. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round spectrum 425cc breast implants and experienced deflation on the right breast implant. The patient noticed this spontaneous deflation. No trauma noted. The patient experienced bilateral breast ptosis. As a result, the patient had undergone explantation on (B)(6) 2018. The left breast implant was intact. The replacement devices were gel mentor memorygel breast implant 300cc, catalog number 3503001bc, serial number (B)(4), lot number 7290248 on the right side and gel mentor memorygel breast implant 300cc, catalog number 3503001bc, serial number (B)(4), lot number 7367568 on the left breast implant. This medwatch is for the left breast implant.